Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product codes: hwc, h3, h4, h6: the product was not returned to depuy synthes; however photos were provided for review. The photo investigation of 04.043.135s, tibial nail advanced ø9 l 345 did not reveal the reported condition. The provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the tibial nail advanced ø9 l 345 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code # 04.043.135s. Lot # 533p251. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22-dec-2021. Manufacturing site: jabil bettlach. Expiry date:01-dec-2031. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the surgeon impacted a tibial nail and tried to remove 2.5mm guide wire, but the ball stuck. Malleted out wire attached to t handle chuck, but it didn¿t budge. Had to remove nail, and the peek inlay had shifted up. Removed a small bone chunk and had to make new holes in peek inlay. Peek was moved with scissors and drilled through outside of patient. Made sure a wire could pass through before reinserting. The surgery was delayed by 20 minutes and was completed successfully. Fragments were generated and were easily removed without requiring additional intervention. There was no impact to the stability of the implant once inserted, and the size of the bone chunk that was removed was reported to be ¿quite small¿. The surgeon was satisfied with the outcome, and the patient was reported to be following normal postoperative care. There was no adverse consequence to the patient. This report involves one tibial nail-advanced / 9mm 345mm / sterile. This is report 1 of 2 for (B)(4).